Manufacturer narrative:
(B)(4). Clinical review of all information currently available concluded the following: the peritonitis was likely related to the broken transfer set. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated operational support message during treatment. Additional information received during follow-up with the patient¿s pd nurse indicated that the peritoneal dialysis patient experienced peritonitis due to a broken transfer set. It was noted that the blue piece of the transfer set fell off during treatment the previous night. The pd nurse reported that the patient presented to the clinic on (B)(6) 2017 with cloudy effluent. The catheter exit site had no redness, drainage, or tenderness noted. The preliminary peritoneal dialysis fluid culture result was positive for gram positive cocci with the organism staphylococcus. The patient was not hospitalized for the peritonitis. The patient has been treated with peritoneal dialysis since (B)(6) 2011. The patient was treated for peritonitis with one dose of the antibiotics vancomycin 1 gram and fortaz 2 grams via the intraperitoneal route. The patient was instructed to continue with 1 gram of fortaz per day until the definitive culture results were received. The patient was also given an additional dose of vancomycin 1 gram via the intraperitoneal route to dwell for a minimum of eight hours. The patient was updated on instructions for contamination and treatment for cloudy effluent. The patient did not miss any peritoneal dialysis treatments and has been dialyzing adequately.